Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's husband reported that fluid was discovered after patient's pd treatment. There was fluid inside of the cassette door on the gray circles. Cassette was wet, but there was no apparent tear in it. In a follow up, the reporter verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient has been able to use the same cycler and new supply kits with no further issues. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's husband reported that fluid was discovered after patient's pd treatment. There was fluid inside of the cassette door on the gray circles. Cassette was wet, but there was no apparent tear in it. In a follow up, the reporter verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient has been able to use the same cycler and new supply kits with no further issues. The cycler is not available to return.